Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error alarm. During troubleshooting, the customer reported that an off/no power alert was listed in the alarm history and an additional error alarm occurred. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms or motor pic communication error alarm noted during testing. The insulin pump received motor error alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. The insulin pump was received with normal operating currents and passed unexpected restart error test and self-test. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.